Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This device is not manufactured or cleared for distribution in the united states; however, the device is similar to a device manufactured in the united states by zimmer biomet (B)(4) and cleared under 510k number k050441. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty with competitor acetabular components and a zimmer biomet femoral stem on (B)(6) 2006. Patient's legal counsel further reports a revision procedure was performed on (B)(6) 2014 due to elevated metal ion levels, audible noise from the joint and pain. Additional information received from patient's legal counsel indicates the patient underwent a left total hip arthroplasty on (B)(6) 2006 with competitor components. The left hip was revised on (B)(6) 2013 due to elevated metal ion levels and fluid within the joint. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a1, a4, b4, b5, b7, d4, d5, g3, g6, h2, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to pseudotumor and metal related pathology. The initial zb stem was retained. The revised components were again replaced with competitor products. Acetabular augments were placed due to segmental bone loss in the posterior and medial wall. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Based on the received medical notes the reported acetabular components which were implanted with the zimmer biomet stem were competitor products and therefore it is deemed that the acetabular components are not a legally marketed combination and are not compatible with the implanted zimmer biomet taperloc stem. Review of the applicable IFU identified that under warnings and precautions: do not use prosthetic implants from other systems with biomet components due to the probability of incompatible sizing and bearing surfaces, which may lead to premature wear, malalignment and failure. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical notes were received and reviewed by a healthcare professional. The review identified that the patient had an initial right total hip arthroplasty performed. The stem was a zimmer biomet implant, but the metal-on-metal head and shell were competitor product. The patient was revised due to pseudotumor and metal related pathology. The initial taperloc stem was retained. No problem was detected with the implanted taperloc stem and it remains well fixed and implanted according to the medical notes which were received. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided hospital notes. Device history record (DHR) was reviewed and no discrepancies were found. An off-labels use may have contributed to the hip implant failure, however, in order to investigate the matter thoroughly access is needed to certain patient co-morbidities, mris, CT scans, full x-rays including laterals (pre and post primary surgery), routine blood tests to include inflammatory markers, hip aspiration to exclude infection, intra operative findings, histological findings and confirmation of armd/alval and retrieval. Investigation is completed based on current available information. The legal case is ongoing. If any additional information becomes available, then the complaint will be reopened and investigated, and subsequently a supplemental report will be provided where deemed required. Remains implanted.

Event description:
It has been reported by the patient's legal representative that the patient underwent left total hip arthroplasty with smith an nephew components, and right total hip arthroplasty , where biomet taperloc stem was implanted with smith and nephew acetabular components. Subsequently, the left hip was revised, due to fluid collection and elevated metal ion levels. The patient also underwent right hip revision due to elevated metal ion levels. Biomet taperloc stem remained in situ, and the competitor's acetabular components were removed and replaced with merete and depuy products. Please note : the relevant instruction for use for the taperloc stem states the following under warnings and precautions: do not use prosthetic implants from other systems with biomet components due to the probability of incompatible sizing and bearing surfaces, which may lead to premature wear, malalignment and failure. This report is based on allegations set forth in patients notice and the allegations there in are unverified.